Manufacturer narrative:
The ventilator was reported for triggering an alarm indicating an internal dc voltage being out of specification. The ventilator was investigated on site and the monitoring printed circuit board (pcb) was replaced in order to solve the reported issue. No parts were returned for investigation. No device logs were provided for evaluation. The monitoring pcb handles all supervision and alarms in the system as well as activation of the safety valve if alarm limits are exceeded. The monitoring pcb also supervises the internal dc voltages being used in the system. A failure in the monitoring pcb may lead to high priority alarms being triggered if internal voltage measurements are out of specification. A failure may also lead to stop of ventilation if the safety valve activation is disrupted. Errors will be detected in the pre-use check and alarms will be triggered. Since no parts were received for investigation the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not work. The patient involvement is unknown. Manufacturer ref.#: (B)(4).